Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab (fa lab) was able to confirm and duplicate the reported problem-transducer pt800 failed. The issue was resolved by shipping the customer a replacement of the failed product. This complaints reported failure is a known issue per CAPA-000000281.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced vent inop, motor fault, low ve, low pip, high pip and transducer fault alarms.